Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced shocking sensations following multiple falls. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.